Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii had an issue during a quadriceps acl reconstruction procedure on (B)(6) 2025. When the surgeon was using the implant and suturing it, the tape unraveled. All sutures were cut and removed together with the implant from the patient. Nothing broke inside the patient, and there was no harm. The complaint device was discarded, and no pictures were taken. An ar-1588rtt acl fibertag tightrope implant with an unknown lot number was used to complete the procedure successfully. The case was delayed for 5 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.